Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge change notification. During troubleshooting with tandem technical support, the customer was guided through the load process and resumed insulin. Customer reported an elevated blood glucose (bg) level of 300 (mg/dl) and delivered 8 units of insulin during the "fill tubing" step while connected to the pump. Reportedly, customer stated they were busy and declined any further elevated bg troubleshooting.